Manufacturer narrative:
Additional information: b5, b6, b7, g2, g3. A6: patient race noted as japanese. Correction: d1. A review of the surgical video was completed, and the reported fibrous-like material was observed. However, due to poor video quality, a conclusion based on the surgical video could not be made. MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. Per report, the origin of the fibrous material is unknown, however since it was observed during the first stent deployment, the surgeon believes it originated from the internal part of the device. Reportedly, there was no adverse patient impact or additional treatment required. The report noted the patient status as "good progress" with the event "resolved".

Manufacturer narrative:
Additional information: g2, g3, h3. The injector was returned nested in the unsealed thermoform packaging tray. The device evaluation was completed and no non-conformances were found. Based on the evaluation findings, the root cause of the reported issue was not conclusively identified. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: type of investigation 5: b21. The device has been returned to glaukos for evaluation, and the investigation is underway. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling and associated risk documents was completed. Particulate/foreign matter is identified as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. There does not appear to have been a problem with the device or the way it was used. Particulate/foreign matter is an established risk associated with use of the device, which is clearly specified documented. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that in conjunction with left eye (os) cataract surgery followed by the implantation of the first stent (of two stents) from a trabecular microbypass stent system, the surgeon observed intraoperatively what appeared to be a "fibrous-like material" and "white fibers" after the trocar was removed from the patient's eye. Subsequently following the implantation of the second stent, the same "fibrous-like material" was observed in the anterior chamber (ac). The report noted that the causal relationship between the fibrous material is unknown. There was no report of any adverse patient impact. Additional information has been requested.